Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 164 compared to the labs 109mg/dl. Tests were done within 10 mins. Pt did not report any adverse events. No further info has been reported.